Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, patient factors [bulky aortic calcification] contributed to the coronary artery occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Per report, following transcatheter valve deployment via transapical approach, the left main artery was occluded. Prior to the case the team was made aware of a large bulk of calcium near the left main artery (lm). The team elected to proceed and pre-wire the lm in case of an occlusion. Bav was performed with a 23mm balloon. Upon deflation, the patient went into ventricular tachycardia and was shocked, and returned to normal sinus rhythm. The 23mm sapien valve was positioned across the annulus in a 50:50 position. The valve was successfully deployed 60:40 aortic:ventricular. Thereafter, the patient went into ventricular tachycardia and a lm occlusion was observed. CPR was performed and the patient was placed on ECMO. Angioplasty was performed in the lm, but did not open the vessel fully. Two 3.5mm stents were then placed in the lm successfully and the patient returned to normal sinus rhythm. Iabp was also placed. The patient left the or on ECMO. 48 hours later, the patient returned to the or for decannulation of ECMO. This event was attributed to the large amount of calcium near the lm. The distance of the right and left coronary ostia from the aortic annulus was adequate for a 23mm sapien valve; the left and right coronary ostia height was 11.3mm and 13.7mm respectively. The native annular and leaflet calcification was severe.